Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h4, h6 and h11. Corrected field: d9. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Despite good faith attempts cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: 28-nov-2024. Sampling type: sampling solution instrument / biopsy / suction channel; swab distal end bacterial identification: no findings. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information: as reported, on october 08, 2024 culture result 24 kve/ 20 ml (colony-forming unit per milliliter) mainly oral/ throat flora and 1 kve airway pathogen (stenotrophomonas) were found during culture testing. The subject device was discontinued for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the scope tested positive for unspecified contamination. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.